Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. While medical records were provided, there were no reports provided for the procedures performed on (B)(6) 2014. Due to the age of the device a DHR was not conducted. With the current information available, no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1998 - the patient was diagnosed with urinary incontinence and vaginal vault prolapse. The patient underwent a burch procedure, halban culdoplasty, sacrocolpopexy with implant of a bard flat mesh and a posterior colporrhaphy. On (B)(6) 2013 - patient was diagnosed symptomatic vaginal prolapse, urinary retention and occult stress urinary incontinence. The patient underwent a anterior/posterior repair, partial vaginectomy and placement of a non-bard davol tvt sling followed by cystoscopy. No mention or visualization of the previously implanted bard flat mesh. On (B)(6) 2014 - the patient underwent a procedure with injection of a non-bard davol coaptite bulking agent injected into her urethra due to urinary incontinence and intrinsic sphincter deficiency. On (B)(6) 2014 - patient had an md follow up office visit for urinary incontinence and intrinsic sphincter deficiency. It was noted the patient had no urinary incontinence and was recovering well. In (B)(6) 2014 - the patient underwent a procedure with injection of a non-bard davol coaptite bulking agent into her urethra. On (B)(6) 2015 - the patient underwent a cystoscopy procedure with implant of a non-bard davol mid-urethral sling and transvaginal urethrolysis for stress urinary incontinence and intrinsic sphincter deficiency. On (B)(6) 2015 - the patient had a follow up md office exam and was noted to be doing very well and not experiencing any urinary incontinence.